Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grips at the base. A piece approximately 10.42 mm x 4.53mm was found to be broken. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage near the broken part. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps tips are not grabbing. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.